Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the very fragile patient was receiving a morphine infusion that was being weaned when the patient began to decompensate as evidenced by decreased oxygen saturations and decreased cardiac parameters. The nurse began to assess the patient, and was trying to decide if the patient required adjustment to the infusing pressors or ventilation, however, it was determined through the assessment to replace the tubing set. When the nurse disconnected the tubing set from the patient's IV line, the medication was forcefully projected out in a spray-like fashion. The customer further stated that the nurses do not change pressure settings, but they do use the dynamic pressure display on the pcu, as a clinical assessment tool to assess an increase or decrease in pressure in the patient's IV line. It was also stated by the customer, that this event type did not occur until after the recent device and software upgrade was done. A bd clinical practice site visit was provided in which education on the features and functionality of the alaris system including the pcu and syringe modules were provided.